Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when they opened the vasoview hemopro kit packaging, they noticed the silicone boot was halfway torn on one of the jaws right out of the box. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when they opened the vasoview hemopro kit packaging, they noticed the silicone boot was halfway torn on one of the jaws right out of the box. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. Even though the hospital reported that there was no patient involvement, charred tissue particulates and spots of blood were observed on the jaw. The silicon insulation was observed to be peeled away from the cold jaw, exposing the metal jaw. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw, and remained attached to the base and tip of the hot jaw. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as the analyzed failure mode "bent wire" was confirmed.